Event description:
An abbott architect systems integration representative was concerned with frequent architect i1000sr error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) messages generated across several architect analyzers. The representative stated the error messages were generated when reaction vessel lots 68513p100 and 69435p100 were in use. As no patient samples were evaluated, there was no impact to patient management.

Event description:
It was reported that the patient's stimulation was turning off following some type of environmental exposure. The patient's device was turning itself off every other day. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Evaluation: an investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.